Event description:
It was reported that there was an impedance issue. There were values >10000. Reprogramming, impedance testing, and x-rays were performed. The issue was not resolved and the cause was not determined. The patient was in the emergency room with back pain at the lead location that was present with or without her stimulation being on, but she had good coverage of both legs. She was using the bottom of 0-7 and 8-15 impedances were all >10000. The doctor scheduled the patient for a revision on 2015 (B)(6). It was later reported that the patient had a complete system upgrade for MRI safe reasons. She was going well and very happy with the therapy.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37744, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 3550-39, lot# n322204, implanted: 2012 (B)(6); product type accessory. (B)(4).